Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement of 2005 ohms. Boston scientific technical services (ts) reviewed a full year of the impedance trend data and noted variable measurements with an average of approximately 1850 ohms to 1900 ohms. A few lower values were also observed, which ts indicated is likely due to the impedance variability. The threshold measurements were noted to be appropriate. Ts also noted the appearance of some myopotential signals on the rv rate and sense channel. The noise was not sensed by the device and ts indicated it is likely from the patients diaphragm. Ts provided guidance to the healthcare provider (hcp) to consider changing the high out of range alert to 2500 ohms as that is more useful and indicated that since they are bringing the patient into the clinic, they could also perform isometric and pocket manipulation testing to make sure there is not a rv lead insulation break. The hcp indicated they will do so. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement of 2005 ohms. Boston scientific technical services (ts) reviewed a full year of the impedance trend data and noted variable measurements with an average of approximately 1850 ohms to 1900 ohms. A few lower values were also observed, which ts indicated is likely due to the impedance variability. The threshold measurements were noted to be appropriate. Ts also noted the appearance of some myopotential signals on the rv rate and sense channel. The noise was not sensed by the device and ts indicated it is likely from the patients diaphragm. Ts provided guidance to the healthcare provider (hcp) to consider changing the high out of range alert to 2500 ohms as that is more useful and indicated that since they are bringing the patient into the clinic, they could also perform isometric and pocket manipulation testing to make sure there is not a rv lead insulation break. The hcp indicated they will do so. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the same hcp contacted ts again more than three years later indicating there was another alert for a high out of range pace impedance measurement on this rv lead. The hcp asked ts for the specific pace impedance value. Ts noted that the value has not been posted to the latitude system yet because the daily measurement trend window has not ended but explained that the upper alert limit is currently set to 2250 ohms, so the value associated with this latest alert is greater than 2250 ohms. Ts provided a recent rv threshold measurement, which was within normal limits, as well as a recent pace impedance measurement, which was also high out of range at 2172 ohms. Ts stated that the pace impedance has been trending between 1533 ohms and 2387 ohms for the past year. In addition, ts indicated there is a previous note in latitude stating the rv lead impedance is known to be high and there is no noise noted. Ts discussed the options of performing a patient-initiated interrogation (pii) the next day to get the most recent pace impedance value or interrogating the device with a programmer per hcp discretion or continued monitoring. It was indicated they are continuing to monitor the rv pace impedance until device replacement is required. The approximate time to device explant was noted to be around one year. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.